Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that when their device is powered on, the display turns solid white and the printing function will not work. A solid white screen on this device is indicative of a device lockup. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control has performed numerous attempts to follow up with the customer but has been unsuccessful at reaching them. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.